Event description:
It was reported the lead was removed due to infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached. Proximal conductor distorted. All conductors had blood/body fluid. Outer insulation melted. The partial lead in segments was returned and analyzed.